Event description:
Information was received based on review of a journal article titled, "improvements in survival of the uncemented nottingham total shoulder prosthesis: a prospective comparative study¿ which compared the survivorship of three types of uncemented total shoulder arthroplasty prostheses (biomodular®, initial nottingham tsr and current nottingham tsr systems). The study was divided into three groups of patients; group 1 consisted of ninety (90) patients who received biomodular tsr between 1989 and 1994, group 2 consisted of one-hundred three (103) patients who received the initial nottingham tsr between 1994 and 1997, group 3 was comprised of thirty-four (34) patients who received the current nottingham tsr between 1998 and 1999. The comparison of the annual cumulative survivorship values in the compatible time range between the three groups was done according to the paired "t" test. A patient was identified in the biomodular group who underwent right total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2006 to replace the glenoid bearing due to wear. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter -the article was written by nahum rosenberg, lars neumann, amit modi, istvan j mersich and angus w wallace; bmc musculoskeletal disorders 2007, 8:76 doi:10.1186/1471-2474-8-76; and this article is available from: http://www.biomedcentral.com/1471-2474/8/76. (B)(6). It is likely that the complication for this patient has already been reported; however, it cannot be determined based on the limited patient information made available in the article. Should additional information relating to the patient complication be received, the updated information will be forwarded to the FDA.